Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was found to have a blade cracked at the base. The blade was not fully broken. Additional observation related to the customer reported complaint: the instrument was found to have multiple indentations/burrs. There may be missing piece(s) from the tip of the blade, but the size of the missing piece(s) cannot be confirmed. The blade did not have corrosion that would have contributed to the blade damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had a broken blade. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.